Event description:
The reporter stated the surgeon inserted a 24.0 diopter aq2010v three piece silicone lens and lens haptic broke during insertion into the pt's eye. Lens was removed with no larger incision or suture required. No pt injury. The reporter stated the cartridge damaged the lens.

Manufacturer narrative:
(B) (4). The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found haptics each attached to piece of optic are torn off. The optic is torn and pieces are missing. There was evidence of clear surgical residue. Cartridge lot number search, work order search. Results - a cartridge lot number search was performed and one similar complaint was found within the work order. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).